Event description:
A valiant captivia stent graft system was implanted in zone three for the endovascular treatment of an aortic dissection. The proximal aortic neck measured 32 mm in diameter and the distal neck measure 27 mm in diameter. It was reported that during the procedure, the final dsa confirmed an endoleak into the inside of the aneurysm. Though it was a possible type IV endoleak, the endoleak was jetting so it had high possibility of a proximal type I endoleak. The proximal aortic neck was confirmed to be thrombosed after dissection. The physician commented that after dissection occurred from the entry site of nearby zone 3 to ascending aorta and descending aorta, the isolated cavity was thrombosed. This was the case for the purpose of entry site occlusion. Onset of dissection was confirmed on the procedure date so tevar was able to be performed at a rather early stage. The proximal landing was implanted with a 36mm device to avoid choosing an excessive oversized device and touch-up was also given lightly however, the endoleak remained. The proximal landing zone was the site which was thrombosed after it had initially dissected. Thus, the remained endoleak was acceptable result. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label (pre-op dissection).